Manufacturer narrative:
Additional information was received that patient underwent an explant procedure due to leads were severed and was not functional after it was cut by the physician during a non-device related surgery. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4318 lot #: sc-4318 description: clik x anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.